Manufacturer narrative:
An event regarding wear involving a omnifit liner was reported. The event was confirmed based on the provided medical records. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "cup position thus clearly represents an important procedure-related factor to failure due to poly wear because the surgeon is responsible for optimal component positioning contributing to overload in the arthroplasty. There is no evidence for device related factors in the current failure scenario, neither significant patient-related factors. As such, root cause of failure is procedure-related with regard to cup malposition and is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and indicated that "vertical cup position has certainly played an important role to increase the poly wear" and that the "root cause of failure is procedure-related with regard to cup malposition and is not device-related." Additional information, including x-rays and return of the device are however needed to fully investigate the event.

Event description:
Revision of acetabular component on the left hip due to poly wear. The surgeon commented on the vertical position of the cup.

Event description:
Revision of acetabular component on the left hip due to poly wear. The surgeon commented on the vertical position of the cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.